Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed damages to the rear housing. Review of the event history log (ehl) showed error code 1870. The device was inspected however due to ? Error code 1870," on the pump display, the device could not be tested. The reported issue was duplicated. The motor lock caused the error code message. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a lec1870 error. No adverse patient effects were reported by the customer.